Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing clamp was loose and fell off while the patient was sleeping. The following information was provided by the initial reporter, translated from chinese: "patient with admission number (B)(6) fell to sleep quietly at night, the closed anti-puncture vein indwelling needle is used to fix properly and the tube was clamped. The next day when the nurse was performing infusion, she found the clamp fell off and missing. The extension tube was with obvious returned blood, so she removed the needle and reported this case to the equipment department, there was no harm to the patient, the large notch of the clamp caused the fall off and affect the continued use of the indwelling needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation in response to the event reported by your facility a device history review was conducted for lot number 2020202. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.